Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported double key response which was reproduced. Evaluation experienced a double output of the ok and # keys and determined the keypad had failed. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was double responding to key presses of the ok and # keys. There was no patient involvement. No additional information is available.